Event description:
Additional information has been requested and received stating the lens was exchanged with non-company lens with half diopter more power.

Manufacturer narrative:
Additional information was provided in a2, a3.a, b5, b6 and b7. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient¿s vision was not good. The lens was exchanged with non-company lens after the initial implant procedure. Clinical reason was asthenopia. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.